Event description:
In 2001, the user facility's spd manager informed the manufacturer's sales rep of the following: device was explanted from patient, it was leaking at the hub. Device catheter will not be returned to the manufacturer.